Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery a rupture of the meniscus suture inserter in its metal part occurred. All broken parts were retrieved from the patient. The surgery was completed by performing a meniscectomy. It was not necessary to do a second surgery. No further information provided. ***update avoe 05-apr-2024 it was confirmed that the surgeon removed the meniscus because the device failed, but this was not his original intention.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the delivery cannula had broken off. The shrink tube displays a mark around it and remains attached to the tip of the broken cannula. A pushrod tab from the pushrod assembly was found within a gap in the handle. No sutures or implants were returned with the device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; and prying/leveraging the device during insertion. Per meniscal cinch ii implant - surgical technique - measure the meniscus using a meniscal measurement probe (1a) or the laser lines on the tip of the meniscal cinch ii needle (1b). Set the depth stop at a length 2 mm longer than the meniscus to ensure the implant is fully deployed behind the meniscus. For example, if the meniscus measures 12 mm, set the depth stop to 14 mm. 3 place the needle over the desired entry point for the first implant. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached.